Event description:
Oversensing episodes were observed on the atrial and ventricular channels. The leads were explanted and replaced. During the procedure, an insulation defect was noted near the connector of both leads. The patient was stable. Related manufacturer reference number: 2938836-2017-29587.

Manufacturer narrative:
A complete lead was returned in two pieces. Visual inspection of the lead found multiple external insulation abrasions exposing the outer coil which is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures. All other damage noted was consistent with that occurring at the time of the explant procedure. The results of the investigation concluded insulation abrasions were observed consistent with friction to the device can. The cause of the reported field events of oversensing and insulation defect were confirmed.